Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. Additional info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch bp2603, mfg date: 12/01/2009, exp date: 07/31/2014. Batch bm2150, mfg date: 11/01/2009, exp date: 07/31/2014. Batch bm2278, mfg date: 11/01/2009, exp date: 07/31/2014. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and suture was used. The needle broke at the swage during knotted suturing under the skin. No fragment remained in the pt's body. There was no adverse consequence to the pt.